Event description:
It was reported that an eptfe graft was implanted in the femoral-femoral extra-anatomic bypass position. On the sixth post-op day, the patient fell and ruptured the graft. The graft was removed and replaced with another eptfe graft. The patient is currently fine.